Event description:
Total knee loaner tray brought to surgery. During pre-surgical check, staff discovered that there were many white flecks (identified as bone flakes) in the pan, on instruments, and on the towel underneath. One instrument had a large chunk of bone or cement on it. Sterile field was not compromised, and because of a cancellation there was a sterile replacement tray available. The representatives were made aware of what they delivered. No photographs are available.